Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The pump was immediately replaced. The event occurred during treatment. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-09-19. The failure could be reproduced. A broken belt was identified and it needs to be replaced as confirmed by the getinge field service technician the belt was not replaced for over 4 years. Therefore the root cause was determined as overdue belt replacement. According to the instruction for use of the hl20 chapter 10 maintenance, the user hast to get the device inspected every 12 months by authorized service personnel. During this service the belts have to be replaced if they are over their service life as described in the service manual chapter 4.2. The review of the non-conformities has been performed on 2025-09-14. For the period of 2021-09-15 to 2025-09-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-09-15. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 5-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 5-pumps with catalog number: 701043267, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl 20 pump displayed the error message "head". The pump was immediately replaced. The event occurred during treatment. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).